Event description:
It was reported that the compressor completely shut off. There was no patient harm. Manufacturer ref.#: (B)(4).

Event description:
Manufacturer ref.#: (B)(4).

Manufacturer narrative:
No information provided about this reported issue. We could not retrieve any information regarding the status of the compressor or any replace part. Due to lack of information, the root cause could not been established.